Event description:
Prior to insertion, a cook 4f sheath product # g08432 was flushed and prepared for insertion. A 4f left arterial access was obtained. A short time later it was noticed that blood was leaking from the hub of the sheath. The 4f cook sheath was exchanged for a new 4f cook sheath. Approximately 40cc of blood was lost prior to the sheath exchange. The patient was noted to have a systolic blood pressure in the 50's. The patient responded well to a 50cc bolus of packed red blood cells given by anesthesia. When the sheath was removed from the patient and flushed, the physician noticed a leak from the hub of the sheath. There were two sheaths used for access, one in the left femoral artery (lfa) and one in the right internal jugular, so packaging from both sheaths was obtained. There was no way of knowing which sheath came from which package each package had a different lot number.